Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 85 mm abdominal aortic aneurysm. Etbf3216c166ej was implanted from the right side, etlw1613c124ej was implanted on the left contralateral side, and etlw1610c93ej was implanted in the right ipsilateral. Endoleak type ia was noted after etlw1610c93ej was implanted and a etcf3636c49ej was implanted to complete the procedure. One year later, it was noted there was no problem on the follow-up CT examination. It was reported that approximately 2 years post index procedure the patient urgently presented to the hospital with a suspicion of rupture due to an endoleak type ib on the left contralateral side and treatment was performed on the same day. It was stated that etlw1613c124ej which was implanted in the left common iliac artery (cia) seemed to have migrated proximally, and the endoleak from the peripheral of the device was observed. Another etlw1620c93ej was implanted as cia landing to resolve the type ib endoleak. It was said when measured, the blood vessel diameter was 14 to 16, so the device with a diameter of 20 was implanted, which was 2 sizes larger than the device that was already implanted. It was reported that although almost no leak compared to the preoperative angio remained, still an unknown endoleak persisted in the aneurysm in addition to a suspected type ii lumbar endoleak in the peripheral diameter of the implanted device. Moreover, it was reported that in the preoperative angio left internal iliac artery (iia) was spontaneously occluded which further extended to the landing of eia, this was treated by placing etlw1610c124ej in addition to a non-mdt device. A patentflow was observed and procedure was completed. No cause of the event was reported. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
It was reported the unknown endoleak that persisted in the etlw1613c124ej and etlw1620c93ej devices after the intervention was thought to be a possible type ii or type IV. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the physician was not aware of the iliac occlusion observed in the pre operative angiogram although it was reported a blood clot could have occluded the area naturally. It was reported the main reason why the common iliac artery (cia) 1b leak occurred was that originally the landing was not long enough and it was assumed that the blood vessel was straightened by device implantation, but the distal leg was pulled into the aorta as it returned to the original tortuous aortaover time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.